Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 459 mg/dl, muscle tightness and fatigue. The customer stated that the customer treated his blood glucose with the insulin pump, but he continued experiencing high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low battery and no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer had also visited his hcp for low blood glucose levels, and was told that everything was fine. Further troubleshooting was declined.